Manufacturer narrative:
(B)(4): pump analysis revealed no significant anomalies; battery depletion end of life. The (B)(4) catheter was returned in 2 pieces: proximal piece 49.4 cm and straight pump connector. Next piece 32.5 cm to distal tip. Analysis of this catheter revealed the proximal piece of catheter had a hole located at the end of the pump connector metal pin. A 3.0 cm proximal piece of catheter (B)(4) (unk) with the straight pump connector was received. Analysis of this catheter revealed no significant anomalies; acceptable catheter testing.

Event description:
The pump and portions of the catheter were returned to the manufacturer from an unknown source. The return paperwork indicated "routine battery change" and did not suggest or question a malfunction; no patient symptoms were reported. The pump underwent routine analysis. The pump was used to deliver morphine.